Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they were having uncomfortable sensations on the ins site. Patient reported that they don't know if it's going haywire, and they were feeling their toes on the left and right leg cramping and fells like it's trying to curl up, and it keeps getting more intense. Patient have tried to decrease the stim but it still gives them a little jolt on their hip and goes down the leg. They turned off the therapy and they still feel a shocking and jolt on the implant site. Patient stated that they had a fall about a month and a half ago. Patient also stated that they had a series of MRI about a month ago on 9th of july, and the device was put into MRI mode. Patient noted that they have been having weird sensation, but it only dawned on them last night, when the pain was intolerable, that it might have been caused by the ins. Agent redirected the patient to the hcp to have the device checked.

Event description:
Additional information was received from the patient. The patient reported that it was unknown if the fall affected the implant. They reported that the fall happened on june 18th and their symptoms happened suddenly on august 4th around 2-3am. They reported that the cause of the uncomfortable sensations at the implant was unknown and not yet. They reported the likely cause was not known yet. They reported that steps taken to resolve the issue included that they contacted their healthcare provider (hcp) and x-rays were being ordered. They reported the issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the fall resulted in the patient exp eriencing intermittent buzzing and vibrating sensations directly at the implant site along with the occasional jolt like sensations similar to electronic pulses. Also ongoing numbness and tingling in the patient's right toes with residual buzzing in the coccyx area. Patient reported that he fell in the shower on (B)(6) 2025. Patient was advised by the health care provider (hcp) to turn off the device. Patient was organized a pelvic x-ray with two views to review the lead placement. The issue is not yet resolved pending image results.